Event description:
The pump changed rates while infusing during clinical use. The pump was programmed to infuse a 250ml bag of heparin at a rate of 9ml/hr. Approx 2 hours and 45 minutes later, the bag was empty and the pump display read it was running at a rate of 100ml/hr. The nurse then set up a maintenance solution at a rate of 15ml/hr and went back into the room a short while later to find the display reading that the device was running at a rate of 200ml/hr. The panel lock feature was not being utilized at the time and the pt had family members in the room. It was noted that the pt's family member did use a cell phone in the room. No medical intervention was needed and no pt injury resulted. No specific pt info is available, nor was the event date known. The device was tested in biomed and no issue was found.